Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent open reduction, internal fixation, and patellar ligament repair under combination of waist and hard bone, and the wound was sutured with the absorbable surgical suture. Postoperatively, the wound was red and swollen, and a small amount of yellow liquid oozed out. A few kinds of medicine were given to treat the infection. Wound dressing change was strengthened, and red light treatment was continued to promote wound healing. No other devices were used in combination.